Event description:
Customer reported system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos pcb and the hard drive. System operates as intended.